Event description:
The patient had been involved in a automobile accident in february 2005. Their leg wound was "deep and covered with dry eschar". Whirlpool treatment were started to assist wtth debridement. Their initial dressings were aquacel ag, gauze adn kling. For one month; the wound progressed very well. There were no signs of infection and the patient experienced no pain. Every time they came to the clinic for a dressing change, the whole dressing was soaked from the patient taking daily showers. Nurse decided to change the cover dressing to versiva. Two days later the patient was seen in clinic and the versiva was removed. The periwound skin that had been covered with the dressing was covered with "red pimply rash". Versiva was discontinued. The rash got progressively worse and 8 days later a culture was done. It was positive for strep a on the skin only. The patient was started on cloxacillin and the whirlpool treatments were discontinued. The patient responded well and the skin infection is now resolved. A second culture at the beginning of the following month was negative. The wound itself "always did well" and is now "nearly completely healed."